Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint is justified, examination of the photos confirmed the failure mode no further actions identified. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Blood and debris gets caught behind neck trial o rings. No delay to procedure.